Event description:
Event description guidant received information that this newly implanted transvenous defibrillation lead was oversensing, resulting in ventricular pacing inhibition. The patient with this lead has complete heart block and exhibited rates of 30 bpm with oversensed events. A guidant technical services consultant recommended programming changes to minimize oversensing. Despite this effort, the lead continued to oversense and inhibit pacing. The lead was viewed under fleuroscopy and contact between it and a chronic pacemaker lead was noted. The physician concluded that this contact was the source of the oversensed events. The defibrillation lead was explanted and replaced. No subsequent oversensing has been reported. Guidant has not been informed of any adverse patient effects.